Manufacturer narrative:
The spirosafe flow transducer is a one piece construction and it does not have any moving parts. It is a single-use only product and if it has been used more than once (B)(4) cannot guarantee its functionality.

Event description:
Welch allyn (B)(6) rec'd a complaint against the spirometer flow transducer, welch allyn part number 703419, on (B)(6) 2011. Welch allyn became aware through a distributor (B)(4) that their customer experienced a problem with the flow transducers. Twice when she wanted a pt to inhale to start the spirometer measurements a foreign object ended up in the pt's mouth. There were no injuries as a result of these event and no report of the object going into the pt's windpipe/trachea. Welch allyn contacted the complainant and requested the devices to be returned for further eval. If welch allyn will receive the devices, they will forward them to (B)(6) for further eval. To this day (B)(6) 2011, (B)(4) has not rec'd the devices. Welch allyn has informed FDA about this complaint.